Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer reported receiving multiple temperature alarms. Reportedly, the pump has not been in any abnormal temperature conditions. Customer reported a high blood glucose (bg) reminder prior to the temperature alarm. The bg level was not provided. Customer was unable to clear the alarm and reverted to insulin injections.

Manufacturer narrative:
(B)(4). The customer reported that the high blood glucose (bg) reminder, received prior to the temperature alarm, had been due to the consumption of cheese. There was no reported impact to the customer's bg level.